Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (4 mg/dl at .3 mg/day) via an implantable infusion pump. It was reported for about 5 months the patient did not feel as if his stimulator was working well, and stated that the last time this happened his catheter needed to be replaced {refer to manufacturing report # 3004209178-2013-11014 regarding previous catheter replacement}. It was reported the patient experienced numerous falls. A dye study was attempted and the hcp was unable to draw back from the catheter access port, so unable to do the dye study. Actions/intervention included the physician to give a few increases to see if patient getting any efficacy. The hcp would discuss possible revision of the catheter in the future. The issue was not resolved at the time of the report and the patient's status was "alive- no injury". It was asked but unknown if surgical intervention was planned. The patient's medical history and weight were unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2022-jun-02 indicated this was a pump not a stimulator. The patient was having more pain and did not feel like pump was working as well. The physician was going to try increasing the pump and then possibly discussing revising catheter in the future.